Event description:
During a plif spinal surgery, two different cage inserter tips had fractured down the middle after impaction. The surgical steps completed by the surgeon were: discectomy, trial, insert the cage partially, rotate the cage 90 degrees, and then impact to final position it was noted by the reporter that the patient had very hard bone. There was no harm to the patient and the surgery was able to be completed successfully.

Manufacturer narrative:
The inserter tip breakage was due to excessive stress from surgical technique during contralateral insertion. The inserter tip is not meant to withstand forces that are present when the cage is rotated 90 degrees in the disc space. This technique is not advised by ctl amedica, and is the cause of this instrument failure.